Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgeries, he is experiencing blurry intermediate vision and that his vision has "deteriorated." He also reported seeing rings when looking at lights. He reported the lenses were implanted in another country and the info regarding the lenses was not explained to him. He reported he did not have cataracts. The consumer stated that he has good near and distance vision. Additional info has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. The consumer reported the implant surgeries were performed out of the country. Additional info has been requested. (B)(4).